Event description:
The error code was found in the video system center, during the inspection and testing.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely the code error e117 occurred due a failure of the graphics processing unit. Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported that there was an error code e117. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation where service confirmed the customer's complaint. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.